Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient they had a loss of therapy. While on the call the patient synced with the programmer and the programmer showed stimulation was on at 2.3 v on program 2. The patient noted they had ¿surgery back in april, it was (B)(6) for unrelated prolapsed walls and the patient stated since the surgery the stimulator didn¿t keep them from going to the bathroom. The patient stated this started the day of the surgery and they reported if they were to bend down they would have accidents, also when they were sitting or walking. The patient noted they did turn stimulation off before the surgery and turned it back on after. It was noted by the patient that they had tried other programs but that hadn¿t resolved the issue. It was recommended the patient follow up with their health care physician (hcp). There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) a consumer and a manufacturer representative (rep). The hcp reported they were unaware of this situation as the patient had not contacted the office to state their device was not working. The patient called on (B)(6) 2018 to report they had been trying to get a hold of a manufacturer representative and reiterated they¿ve had a loss of symptom control since their last unrelated surgery. The patient noted they already tried all four current programs but none were effective. The patient stated they needed four new programs soon as they are a school teacher and school would be starting soon. Patient services reached out to the rep who stated they were in touch quite often with the hcp and that the patient¿s story might not be accurate. Later in the same day the representative reported that the hcp office knew nothing about the patient calling, it had been taken care of and the patient¿s story was not accurate. There were no further complications reported/anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.